Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported the sensor readings are more than forty points above or below the blood glucose readings at any given time during the three day sensor use. The customer stated that he experienced a seizure due to the low blood glucose. The customer was administered glucagon and a glass of juice. The paramedics were called and customer was taken to the hospital for observation. The customer's blood glucose was 53mg/dl at time of their arrival. Troubleshooting was declined. Reviewed calibration history and found that the customer calibrated four to eight times a day. Advised the customer to calibrate the sensor three to four times a day only when his blood glucose is stable. No further information was provided.